Event description:
The patient presented in-clinic after an episode of ventricular fibrillation where the device initially delivered an ineffective shock, but returned the patient to sinus rhythm upon the second shock. No device malfunction was suspected as the device behaved appropriately according to its programmed settings of the device. The patient's medication regime was modified in response to the event. The patient was in stable condition.